Manufacturer narrative:
(B)(4). The customer reported that the mrx showed a "fatal error" and then unexpectedly shut down. There was no report of pt involvement. A philips field service engineer evaluated the unit. The reported failure could not be reproduced. The device passed all post-servicing testing and remains at the customer site. Based on the customer's report we will consider this a failure. We can not determine the cause of the failure due to the issue not being reproduced.

Event description:
The customer reported that the mrx showed a "fatal error" and then unexpectedly shut down.